Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2017, and mesh was implanted. It was reported that the patient experienced an unknown event. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2005, and mesh was implanted. It was reported that the patient previously underwent removal surgery, and recurrent hernia repair surgery on (B)(6) 2009, and mesh was implanted during which the surgeon noted evidence of old mesh. There was a wad of mesh at the internal ring. There was also mesh along the patient¿s inguinal canal and including external oblique. Once the mesh was removed, the vas deferens of the spermatic cord was noted. There was evidence of a weakness in the floor consistent with a direct hernia. Other procedure is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/5/2024. Additional information: a2, d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.